Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was intermittently unresponsive to presses. Reportedly, the customer had to turn the display off and back on multiple times to unlock the screen. At the time of the report, customer's blood glucose level was 155 mg/dl. Reportedly, the customer would continue to use the pump for insulin therapy.